Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): customer zip/postal code does not meet minimum allowable digits, zip/postal code is as follows: 3600, corrected data:

Event description:
It was reported that a baby of (B)(6) and (B)(6) had regular drop outs of spo2 without any motion. When the sensor was checked, irregular light was emitted. No known impact or consequence to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the unit failed continuity testing due to a broken white conductor at the detector solder joint assembly. Visual inspection confirmed there is no physical damage, however the sensor does not function.